Event description:
The account alleges that during an implantable cardioverter defibrillator (ICD) procedure, the tip of a coronary sinus sheath detached within the patient. The physician left the tip within the patient's coronary sinus [cs]. A partial device is returning for evaluation.

Manufacturer narrative:
The suspect device is expected to return for evaluation. A follow-up report will be submitted once the evaluation is complete.

Manufacturer narrative:
The suspect medical device was not returned for evaluation. The complaint could not be confirmed. The root cause could not be determined. The device history record was reviewed, and no exception documents were found. A search of the complaint database was performed and no similar complaints for this lot number were identified. Should the device be returned later, the investigation will be reopened.